Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the icon on the central control monitor changed to "x". The user pulled out the power cord, the warning did not sound and the roller pump was running. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The issue could not be duplicated by terumo subsidiary. Evaluation is in progress, but not yet concluded.